Event description:
Information received indicates the head section will not lower.

Manufacturer narrative:
The technician found the head section gas springs were jammed. The technician replaced the gas springs to repair the bed.